Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar spinal fusions l4-s1 procedure, there was an alleged spinal navigation inaccuracy. The surgeon was using a navigation system, imaging system, and a tracker calibrated with a driver. The amount of inaccuracy is unknown. The procedure was completed without the use of the navigation and imaging systems. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the amount of inaccuracy noted was about 10 millimeters. A manufacturer representative went to the site and verified the accuracy with a phantom and the accuracy was okay with the navigation probe. The tracker was tested and was okay.

Manufacturer narrative:
Additional information: it was determined there was an unconfirmed accidental radiation occurrence due to navigational inaccuracy. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. If information is provided in the future, a supplemental report will be issued.